Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction occurred and subsequently the pump shut down unexpectedly. The customer's blood glucose level was 375 mg/dl. Customer was able to clear the malfunction and continued using the pump for insulin therapy.